Event description:
A report was received that the patient was experiencing lack of coverage on the left side. It was determined that several contacts on the lead had high impedance values. During the revision, the physician found out that the left lead was fractured. The lead was replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing lack of coverage on the left side. It was determined that several contacts on the lead had high impedance values. During the revision, the physician found out that the left lead was fractured. The lead was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appeared to have been sutured. Eight cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There were no exposed cables.

Manufacturer narrative:
(B)(6).